Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time differed from customer's computer time. Customer adjusted pump time to resolve the issue. Customer blood glucose was 145 mg/dl.